Event description:
It was reported that during a pancreas procedure, when the surgeon used the with this blue cartridge, all the staples were not being fired from the cartridge. Another cartridge was used from the same box but no problem with those. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Interrupted incomplete firing cycle. The analysis results found that the reload was received in good visual condition and with the proximal 12 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and it was tested for functionality with a test instrument. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.